Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No prime/fill anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin was squirting out during the manual prime. It was noted that the piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen nor were any beeps were heard. Customer was unable to exit prime. Customer's blood glucose readings were noted to be 245 mg/dl. Customer was advised to return the product for analysis.